Event description:
A customer contacted beckman coulter inc. (Bci) regarding false negative (-) hcg results generated by the icon 25 hcg. In 2008, a urine sample from a breast feeding pt was tested with the icon 25 hcg test kit and a negative result was obtained. The following month, pt returned stating that the result was positive on a home pregnancy test. A second icon 25 hcg test was performed and the results came back positive. An ultrasound was done and showed the pt to be approx 5 weeks pregnant. The dr calculated that the pt would have been at least 17 days pregnant on the day of the initial test. There is no reported affect to pt or user.

Manufacturer narrative:
Retain devices performed as expected when tested by beckman coulter inc. (Bci) with: positive and negative serum and urine controls. Positive clinical urine sample. Sample and devices were not returned to bci for verification. No other add'l info is available for this event. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.